Manufacturer narrative:
This is one of two reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event, thus causing the pt to subsequently expire. Furthermore, it was alleged that the event caused by exposure to the product administered during dialysis treatment.